Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required.

Event description:
Arthritis [arthritis]. Right knee swelling [joint swelling]. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011, regarding a (B)(6) male pt, initials (B)(6) with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated treatment with synvisc, 2 ml injection in the right knee. On (B)(6) 2011, he had the second synvisc injection and developed swelling in the knee. On the same day, he was diagnosed with arthritis and synvisc was permanently discontinued. On (B)(6) 2011, the pt was hospitalized. On (B)(6) 2011, 70 cc of joint fluid was aspired from the right knee. The pt's outcome for the events of arthritis, right knee swelling and right knee effusion were recovering at the time of the report. Relevant concomitant medications were not provided. The intensity for all of the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probable. The relationship between synvisc and the events of right knee swelling and right knee effusion was not provided. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required.